Event description:
There was an allegation of questionable calcium gen.2 results for 1 patient sample on a cobas 8000 c702 module. The initial result was 1.12 mmol/l, and the repeated result was 2.3 mmol/l.

Manufacturer narrative:
E1 initial reporter establishment name: (B)(6). The reagent lot number and expiration date were not provided. The field service representative inspected the cleaning station and found water stations on the iron plate and along the rim of the colorimetric cuvette. He performed cleaning's and a mechanical check, which identified that a needle was dispensing excess blank water. He adjusted the blank water volume, performed checks, and tests with acceptable results. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.